Event description:
During use of endoscopic vessel harvesting system the device stopped working correctly. The device came apart, and it would not work. Device was removed from sterile field, and new one obtained. Equipment is used to harvest donor vein from the leg for a coronary artery bypass grafting (CABG).